Event description:
It was reported that during standard opening of centrimag adult extracorporeal membrane oxygenation (ECMO) kit for priming the circuit, it was noticed that the plastic transparent "box" containing the tubes was missing so it was not possible to follow the sterile procedure when delivering the tubes on the operating table. Perfusionist put aside the ECMO kit with missing the plastic box and used another one that contained the circuit and components as usual.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted images and returned kit confirmed missing packaging. Although a specific cause for the missing packaging could not be conclusively determined, the event was determined to be related to inadequate verification of adding packaging components during manufacturing. It was reported that the procedure was not affected. Review of the submitted image confirmed that the tubing tray was not in its expected place. The cmaek, serial #(B)(6), was returned in its box, and a visual inspection was performed. The cmaek was found to be missing the tubing tray lid and a retaining tray component. The cmaek blood pump, oxygenator, and priming bag were returned, connected with tubing. Visual inspection of the components and tubing revealed no other abnormalities or damage. Further investigation of this event through a manufacturing analysis (ma) task was completed. Although a specific cause for the missing components could not be conclusively determined, the ma task identified that the reported event appeared related to inadequate verification of adding these components during manufacturing. Actions have been taken to prevent recurrence. The centrimag adult extracorporeal membrane oxygenation kit instructions for use (IFU), rev. C, is currently available. The IFU contains the following general warnings: only trained personnel should use the circuit. A backup circuit must be available immediately near the primary circuit during ECMO support. Component replacement should be prescribed by the physician based on risks and benefits to the patient. Under the section titled ¿package inspection,¿ the IFU warns to inspect the package carefully before opening. If the integrity of the sterile package has been compromised, or the product and/or package is defective, do not use the product and contact technical support. Under the section titled ¿package contents,¿ the IFU says that the package contains one tubing tray. The IFU also instructs how to open the tubing tray lid under the section titled ¿prime the circuit.¿ the relevant sections of the device history record (DHR) for the centrimag adult extracorporeal membrane oxygenation (ECMO) kit (cmaek), serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.